Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had a hole in its tubing. The step of setup during which this was noticed is unknown; however, there was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available for evaluation, however a photograph of the device was visually inspected against the reported condition. The initial visual inspection verified the reported condition of a hole in the tubing. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem could possibly be related to the sealing machine; however there is not enough evidence to determine the cause. The issue was communicated to personnel to ensure awareness, and the production process will be standardized to address any possible damage.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was returned for evaluation. Visual inspection was performed with no issues noted. A gravity test was then performed in which methylene blue was run through the set; this test identified leakage from a small hole in the tubing. The cause of the hole remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.